Manufacturer narrative:
A6: race: requested, not provided. D6b: explanted date: device date unknown. E3: occupation: egyptian. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The patient had an internal iliac embolization to block both uterine arteries. After the sheath removal, a piece of the device broke on the left femoral artery, and a small piece of device was left inside as per doppler. The vascular surgeon was consulted, and the piece was removed. There were no patient injuries. Indication (diagnosis for use) fibroid embolization. Additional information was received on 21oct2025: the angio-seal anchor broke off in the artery and had to be removed. The french size of the sheath used was 7 french. There was no stenosis, plaque, calcium present around the insertion site. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. After deployment of the angio-seal and discharge from the cath lab, the patient became unstable and was transferred to the intensive care unit (ICU) due to blood loss. Subsequently, the vascular surgery team was involved and discovered that the bleeding was caused by displacement of the closure device. The angio-seal anchor had migrated from its original position and required removal. The patient was stable. There were no concomitant medical products used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).